Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tachy mode of this cardiac resynchronization therapy defibrillator (crt-d) device was off. Meanwhile, the health care provider (hcp) was not aware of who ordered or programmed the device. Boston scientific technical services (ts) explained that the only way for the tachy mode to be off at this point is with programmer interrogation. To date, this device still remains in service. No adverse patient effects were reported.